Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available item showed artefacts leading to oversensing with shock delivery on the right ventricular channel as reported in the complaint text. Furthermore the mentioned increase of the shock coil continuity to > 3000 ohms was included in the last saved measurements of the (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implant period of approximately 24 months, ventricular oversensing with inappropriate therapy was reported. Furthermore, the lead impedance was too high. There is no indication of a revision procedure.

Manufacturer narrative:
(B)(6) 2018 - lead explanted (B)(6) 2018. Updated analysis received. Upon receipt, the lead under complaint was found cut approx. 28 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment, including the lead tip and shock coil, was not received for analysis.the returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.